Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. An interior inspection was performed and failed, confirming the reported event of an intermittent out of range signal. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on 01/30/2015 and confirmed the reported event of intermittent out of range. The complaint device was also received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient's wife was advised to reset the device which was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.